Event description:
The user facility reported that during catheter ablation a sheath placed in the artery was fractured the piece remained in the vessel. Follow up communication with the user facility reported: one of four sheaths placed in the femoral artery was fractured; the fractured piece remained in the vessel and was removed with a snare; and there was no harm to the patient.

Manufacturer narrative:
Results: is based upon evaluation of the returned sample and user facility information; 213 is based upon undamaged section of the returned sample conclusions: is based upon evaluation of the returned sample and user facility information; is based upon undamaged section of the returned sample the actual sample was returned to the manufacturing facility for evaluated. Visual inspection found that the sheath tube had been fractured at approximately 63mm from the distal end comparison of the total length of the actual sample with that of the current product sample found those were equivalent with each other. Magnifying inspection of the fracture cross-section surfaces found a partial smooth portion and the generation of a flaw on the area adjacent to it. On the end of the fracture, the sheath tube was noted to have gotten stretched. The sheath tube was cut vertically into a slice on the undamaged segment for further inspection of the state of the wall of the tube. The wall thickness was confirmed to be normal with no generation of deformation or unevenness. The outside and inside diameters were confirmed to be within the specifications. These results verified that there was no inherent anomaly in the strength of the sheath tube. Simulation test was conducted. A current product sample was given a nick on the outer surface with a scalpel. Subsequently, the sample was subjected to a pulling force. The tube got fractured into two pieces at the nick. Smooth portions and elongated portions were found on the fracture cross-section surfaces. The state of the fracture very similar to that of the actual sample was duplicated. A review of the device history record and shipping inspection record confirmed that there were no product related problems. A review of the complaint files confirmed this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with coming into contact with a sharp object, including the scalpel, and damaged the outer surface, in addition to a pulling force during withdrawal resulting in the fracture sheath. The device labeling does address the potential for such an event by stating in the instructions-for-use: "when puncturing, suturing or incising the tissue near the sheath be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with thread." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).